Manufacturer narrative:
Occupation: clinical resource nurse / executive. The actual device was not returned however six (6) pieces same lot samples were received for evaluation. Based on the results of our investigation, the root cause of the complaint could not be identified. Moreover, retention samples were visually in good condition and were confirmed free from any defect that might lead to the complaint. Conducted functional test results are all passed and based on the simulation conducted no damaged on catheter tip and catheter tube was noted after insertion. Same lot samples received were visually inspected and no nonconformity noted that would contribute to the complaint defect. Also, results of needle penetration test of all same lot samples are all passed. We also have 2 stages of visual inspection. Complaint defect can be detected through series of inspections conducted during production process. Deformities that might lead to the complaint are inspected and can be detected during these processes. In-process for needle penetration test is all passed. Furthermore, qc conducts outgoing inspection that includes visual and functional tests. All samples passed. This report was reassessed during an internal audit and deemed reportable based upon the device malfunction could potentially result in IV catheter breakage of the distal end and/or retention in patients if to recur. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that one of the faulty ivc's catheter tube was damage. The ivc's split the whole length of the plastic tube, the other was pierced mid-way down the length by the needle. All the ivc's from this batch have been removed from circulation pending investigation.